Event description:
It was reported that the stent stuck in the catheter occurred. A 7.0mmx19mmx150cm express vascular sd stent balloon expandable was selected for use. During the procedure, the stent became stuck within the catheter and did not be deploy properly. The procedure was completed using with with an alternate device. There were no patient complications reported as a result of this event.